Manufacturer narrative:
Completed investigation finds that this is an issue with 'recognition,' not with 'verification.' Verification does indeed switch the tool that is being navigated, and verification is not affected by this 'recognition' issue. This issue was addressed in ent 2.2.1. No further issues reported.

Event description:
A medtronic ent rep reported the user verified the straight suction probe in the head frame divot and 5 minutes into the ent case, the sys showed it as an elevator probe instead. He also reported the software kept reverting back to the registration screen. They re-verified the straight suction probe and this resolved the issue. The surgery was completed with the use of the fusion navigation sys. No impact on pt outcome reported.